Event description:
As reported by the edwards clinical specialist, at the end of the index procedure during removal of the sheath, a flap dissection was noted just below the bifurcation of the right illiac. A second dissection was also noted in the right common femoral artery. Summary of the case: the patient underwent a percutaneous transfemoral valve implant procedure via a right femoral artery (rfa) approach. The dilators and sheath were inserted, no report of difficulty or resistance inserting or advancing the devices. The right access site diameter was 7.0mm and per report, the vessel was mildly calcified and not tortuous. A 9x40 self expanding stent was placed over the flap dissection below the bifurcation of right illiac. Repeat angio showed that the stented dissection was repaired. Lower femoral dissection no longer appeared. The physician then removed the sheath from the access site and noted the patient was in stable condition at the end of the procedure.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site; however, per report, there was no device malfunction. A device history review (DHR) for the sheath set was performed and all manufacturer's specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the right access site diameter was 7mm. The exact cause for the reported dissections cannot be confirmed; however, it is possible that the borderline size of the vessel contributed to the event. No further actions are required at this time.

Event description:
Vessel diameter at the location of the flap dissection just below the bifurcation of the right iliacs is 7.4. Vessel diameter at the location of the flap dissection located at the right common femoral (2nd dissection) is 7.3.